Event description:
On february 28, 2000, an employee at the hospital received a needle stick on the hand while attempting to deposit a needle with syringe into the sharps container. On april 13, 2000, nurse was informed that the hospital was conducting an investigation into this matter; however, hospital felt this may be user error/technique. Hospital has now encountered 11 incidents where the needle flipped out of the lid, but only one incident resulted in a needle stick. On may 18, 2000, nurse followed up with employee health director and was informed that hospital felt it was a product issue rather than a user issue.